Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: no attempt was made to snare/retrieve the device prior to carrying out cutdown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cine image review image 1 contained a photograph of the hawkone distal housing assembly, including the laser drilled coils and the rotating distal tip. The photo also contained the distal portion of the spider fx device, including the filter assembly and coiled distal tip. The hawkone catheter and the proximal portion of the spider fx device were not located within the image. The hawkone housing had detached distal to the anchor pockets. Biological debris was observed throughout the components. Multiple bends were noted in the hawkone housing assembly. A portion of the inner laser drilled coils were also observed protruding out the proximal end of the hawkone housing assembly. It was noted that the proximal portion of the lumen of the rotating distal tip had disengaged from the tip. A distal portion of the lumen remained attached to the tip. The lumen of the housing was not visible in the photograph. However it was observed that the lumens of the rotating distal tip and the housing assembly were not aligned. The disengaged portion was pulled in a distal direction. There was an approximate 90-degree bend in the rotating distal tip. Examination of the spider fx device revealed that it had fractured from the capture wire; however, the exact location of the fracture could not be determined. The filter portion of the spider fx device was protruding from the distal end of the rotating distal tip. Several bends were observed along the coiled distal tip. The additional 2 returned images were cines of devices in use. The first image contained a sheath. Two devices were observed within the image; however, due to the quality and clarity of the image, the identification or analysis of the images could not be performed. The second cine image contained a guidewire and an unknown device. No further information could be determined from the cine due to the quality and clarity of the image. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a 6mm spider fx was used during the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a hawkone atherectomy device with a 6fr non-medtronic sheath and spider fx embolic protection device during treatment of a 6-8mm diffused calcified and plaque lesion in the patient¿s mid and distal left popliteal artery and superficial femoral artery. Vessel diameter reported as 5mm. Slight vessel tortuosity and moderate calcification are reported. Lesion exhibited 70-80% stenosis. IFU was followed. Vessel pre-dilation was not performed. It is reported that several passes were made with the device and the device was removed for cleaning. The device was reinserted, and additional passes were made. It is reported when attempting to remove the device after completion of the second round of passes, it could not be pulled into the sheath. Minimal resistance is reported. The physician applied some more force in trying to remove the device and then noticed the cutter portion of the driver had detached from the catheter. The spider fx was used to pull the detached portion into the sheath and remove all in tandem. This resulted int eh spider fx wire breaking with the detached portion of the spider fx remaining int eh common femoral artery. A cut down was performed to remove the detached spider fx components. The patient is reported to be doing well post procedure. On review of imag es, it is suspected that possibly during the second insertion of the hawkone device, the wire might not have been inserted properly (black lines on hawk not aligned) which resulted in the wire coming through the distal cleaning port instead of the monorail guide wire port behind the cutter window. No further injury reported.